Event description:
The customer contact reported difficulty regulating flow; subsequently, the pt received more IV fluid than intended. The tubing set was being used in the operating room to deliver an unspecified IV solution. The cair clamp was used to regulate the flow rate. After an unspecified length of time in use, it was reported that 500ml of the solution had infused "because the roller clamp did not function properly." There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. All affected customers were notified via a device info letter dated september 20, 2007.